Event description:
A customer reported a malfunction on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, and no further malfunctions occurred. The customer was advised to continue using the pump and to contact support if the issue recurred, which the customer acknowledged and understood.